Manufacturer narrative:
Visual examination of the returned device found signs of being implanted and is worn. The dovetail feature is flared and the post has fractured off and was not returned. Device was submitted for further analysis. Analysis determined overall wear of articular regions appears to be consistent with in vivo usage, though asymmetric creep deformation and/or wear was noted on the lateral side of the bearing along with possible impingement damage near the lateral/posterior edge of the bearing. The asymmetric loading may have contributed to fatigue overloading of the post and preceded eventual fracture of the post. Medical records were provided and reviewed by a health care professional. Review found synovial expansion caused by resorption of the poly. Poly found worn and fractured. Pre-op x-ray noted no peri-prosthetic anomaly but did note internal femorotibial pinching on the right side. No loosening. Initial operative notes were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately 13 years post-implantation due to pain and implant fracture. It was noted through patient's operative notes that during the procedure there was an important synovial expansion with resorption of polyethylene particles. The polyethylene looked worn out and the spine was ruptured. Attempts to obtain additional information have been made; however, none is available.

Manufacturer narrative:
Revision operative notes confirmed the patient¿s left knee was revised due to pain, wear and the fracture of the articular surface post. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). Implant date: 2005. Report source: (B)(6). Device evaluated by MFR: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was experiencing pain which limited mobility and was revised due to implant fracture.

Manufacturer narrative:
This follow-up report is being filled to relay additional information.

Event description:
It was further reported through patient's operative notes that during the procedure it was noted that there is an important synovial expansion with resorption of polyethylene particles. The polyethylene looked worn out and the spine was ruptured.